Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to low impedance, high capture thresholds, decreasing amplitude causing undersensing, loss of atrial-ventricle synchrony, and intermittent pacemaker syndrome. A new rv lead was implanted. No additional adverse patient effects were reported.